Manufacturer narrative:
An infection was reported after a cranial surgery in which duraseal was used. Approximately 8 weeks after the initial surgery, patient presented with fluid drainage at the surgical site. A cell culture confirmed the surgical site was infected with staphylococcus epidermis, a bacterial commonly found on the skin. Following re-operation, the patient recovered without further incident. The duraseal instructions for use (IFU) states that the "hydrogel implant is absorbed in approximately 4 to 8 weeks, sufficient time to allow for healing." Bench-top testing has shown duraseal does not support microbial growth.

Event description:
A distributor representative from a foreign country reported an infection after a cranial surgery in which duraseal was used. The patient underwent surgery to remove a recurrent cerebellopontine angle (cp) meningioma in 2007. Duraseal was applied posterior fossa. The next month, patient presented with surgical site drainage. A cell culture confirmed the surgical site was infected with staphylococcus epidermis. Oral antibiotics were administered. The infection was resolved by an occipital bone flap re-operation done the following month. Four antibiotics were also administered. Upon further discussion, the surgeon stated that he had removed the duraseal on the same day which he described as purulent. He also characterized the infection as a deep wound infection. Following surgery prior to that day, the patient recovered without further incident.